Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) the surgeon alleged a 3 millimeter inaccuracy. The surgeon checked accuracy immediately after registration, however, the surgeon confirmed not being very thorough. Three additional tracer registrations were attempted which did not resolve the issue. The surgeon opted to continue use of navigation, with this knowledge, while compensating for the inaccuracy. There was a 5 minute delay in surgery. It was noted that a septoplasty procedure occurred before navigating and the surgeon requested another surgeon come in to verify no anatomy was changed, or moved, after this. The computed tomography (CT) scan used was acquired on (B)(6) 2014. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Accuracy was verified with all instruments using a demo head. No further issues have been reported.

Manufacturer narrative:
The software investigation found that a definitive cause was unable to be determined without further information since the behavior could not be replicated. Per the reported event, the most likely cause was that the anatomy may have changed between the date of scan ((B)(6) 2014) which was several months before the procedure ((B)(6) 2014).